Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. All conductors had blood/body fluid (not obstructed). Full lead in segments returned and analyzed.

Event description:
It was reported the system was explanted due to infection. It was also reported the left ventricular lead had dislodged, thresholds were unstable, there was an apparent fracture, and no capture. The lead was explanted and replaced. No further patient complications were reported as a result of this event.